Event description:
The customer reported that on six occasions, needle displacement has occurred. On all events, there was a high return pressure alarm and on inspection of the venipuncture site, the needle had moved out of the vein and the procedure was stopped. This report is being submitted due to medical intervention.

Manufacturer narrative:
(B)(4). No other information available. A supplemental report will be filed when additional information is available.